Event description:
Mechanical ventilator was sent in an simv pc (synchronized intermittent mandatory ventilation, pressure controlled), ps (pressure support), ps at a rate of 30. Regardless of pt's breathing spontaneous at a rate of 60 the mechanical ventilator failed to pick up the spontaneous breathing. FDA safety report ID# (B)(4).